Manufacturer narrative:
The manufacturer received information in relation to a dreamstation CPAP pro unit. The device was returned to a third party service center. During visual inspection of the device, it was determined the white crust was found. Device was scrapped at customer's request. Analysis of past events has not indicated an adverse event has occurred due to white crust. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that white crust will not substantially affect the performance of the device. This complaint is considered not reportable.

Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. During the evaluation of the device, the third-party service center visually inspected the device has corrosion of power connector and found no evidence of foam particles. The device was scrapped. In addition,there were secondary findings or complaints related to white crust contamination findings.

Manufacturer narrative:
H3 other text : device received by third party.